Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracic surgery right upper lobe resection, while working on the lung tissue, the green reload didn't form properly when used on the lung. Surgeon changed with a black reload, but it got stuck on the tissue after firing. Surgeon used another stapler and reload to complete the case. There was no patient injury.